Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified spectrum infusion pump in-use with a baxter anti-siphon valve continuously alarmed downstream occlusion. This occurred during a normal saline infusion in the pediatric intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.